Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the interstim device did not work. The patient stated her device did not work and had been off. The patient stated it had been awhile since she had been to the healthcare professional (hcp) office. The patient stated she had the implant in 2013 and they tried different things to get it to work, but it didn¿t work. The patient stated they turned off the last time at the appointment, but didn¿t know if it should be removed or not. The patient stated they tried every medication and they want them to try botox, but the patient was nervous to try it. The patient stated she had gone into walmart and can feel strong sensation in her vaginal area even when the device was off. The patient was advised to lower to 0 v. The patient stated it was a weird sensation and didn¿t know why, but it only happened when walking through security. It was noted the patient could not meet with the manufacture representative (rep) because of family things going on. The patient stated the rep had call her to ask how things were going back in (B)(6) 2017. The patient added the device was not working, and it hadn¿t really helped her. The patient added they had a strong sensation from security gate the last couple of days prior to (B)(6), but the patient stated it had happened before, but did not know when. There were no further complications that have been reported as a result of this event.